Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level was 20 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event and customer does not use auto mode. Customer was neither in emergency room, nor admitted into hospital. Customer treated with glucose tablets and food. Customer believe insulin pump was over delivering because that he did not give bolus and she was eating but she was still low. The insulin pump will not be returned for analysis.